Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient was presented with mild diffuse lamellar keratitis (dlk) on the left eye (os) at 1 day post-operative exam. A brief description from the surgery center indicated visual acuity at one day post op exam was 20/400 (monovision). The patient had commented on slight irritation on left eye. Topical steroid drops (pred forte) were increased to every 2 hours for 2 days and then to 4 times a day for 5 days. Bcva from (B)(6) 2016: right eye: pre-op 20/20, 2.25 x -.50 x 97; left eye: pre-op 20/20, 2.00 x -.75 x 87.